Event description:
It was reported that this lead was an attempted implant. During the procedure the threshold remained high and the sensing was low. It was decided to reposition the lead, after which the lead helix would not extend. The lead was exchanged for a non-boston scientific model, and the procedure was completed without adverse effects. It was stated that the lead would not be returned.